Manufacturer narrative:
Update to initial [parent] aware date :17-nov-2021.

Event description:
Patient reported left side rupture. Device has been explanted. Healthcare professional reported via device tracking " bilateral removal is noted as ¿rupture.¿ device explanted. Left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on posterior. A visual and microscopic analysis was performed which identified: creases fold and striated opening on patch. Based on the device analysis the final assessment is: a striated opening on patch assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported via device tracking " bilateral removal is noted as ¿rupture.¿ device explanted. Left side.

Event description:
"Hole on patch side" observed during surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported via device tracking " bilateral removal is noted as ¿rupture.¿ device explanted. Left side.